Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was alerting every four hours due to defibrillation impedance of the right ventricular (rv) lead going out of range. The defibrillation impedance has returned to normal. Additionally, it was noted that the pacing impedance of the right ventricular (rv) lead 'jumped' but never out the programmed range. A possible lead fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.